Manufacturer narrative:
Further information was requested but not received. This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number # 2017865-2020-04780. It was reported that a laser lead extraction was to be performed. The reason for the lead extraction was not known. No other information was accessible.